Manufacturer narrative:
After further review, it was found that the bd team entered the awareness date incorrectly. The following field has been corrected: g.5. Date received by manufacturer: 07-apr-2023.

Event description:
It was reported that the unspecified bd¿ pen needle was partially blocked during use. The following information was provided by the initial reporter: "needle bent. Needle (partially) blocked".

Event description:
It was reported that the unspecified bd¿ pen needle was partially blocked during use. The following information was provided by the initial reporter: "needle bent... Needle (partially) blocked".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-apr-2023 h6: investigation summary one open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. A clog test was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified. See h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle was partially blocked during use. The following information was provided by the initial reporter. "Needle bent. Needle (partially) blocked."